Event description:
Procedure type: lower anterior resection. According to the rptr: after firing, the doctor found that there were no staples in the cartridge, so the doctor used suture to complete procedure. There was no pt injury. Operative time was extended for more 30 minutes.

Manufacturer narrative:
(B)(4).